Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a posterior pelvic floor repair procedure in 2003 and mesh was implanted. Following the procedure, the patient experienced a recurrent exposure of mesh. In 2005 the patient underwent a partial mesh removal from posterior vaginal wall with subsequent further non mesh repair in different compartment and it was noted that the patient was on steroids at the time. The patient experienced posterior wall mesh exposure in 2011 and 2015. It was also reported that there were no recurrence at the review in (B)(6) 2015. Additional information has been requested.